Event description:
This device was a service loaner and returned to company's technical service department. During funtional testing the device would not power up. There was no patient involvement in the reported malfunction.